Event description:
It was reported while using bd rapid detection of sars-cov-2 veritor assay false positive results were obtained. Sample was repeated on the veritor, and the result was positive. Sample was sent for confirmation testing via pcr test method and the result was negative. The customer stated the staff member tested was asymptomatic. This test is not intended for use on asymptomatic patients and was therefore used off label. The patient was sent home to self quarantine. Eua # (B)(4).

Manufacturer narrative:
H.6. Investigation: bd takes a systematic approach to investigating false positive complaints that are received. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples if applicable. DHR was performed and no problems were observed on the retained samples. The investigation did not find a root cause for the false positive results that were observed. The root cause is under investigation and will be documented in our quality system. Bd cannot confirm the complaint based on the investigation that was performed. A corrective and preventive action (CAPA) is already initiated ((B)(4)) to investigate the root cause and some mitigation actions are already being addressed.

Manufacturer narrative:
(B)(4). Medical device lot #: 0217144 was reported, however, this is not a lot# manufactured for this product. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported while using bd rapid detection of sars-cov-2 veritor assay false positive results were obtained. Sample was repeated on the veritor, and the result was positive. Sample was sent for confirmation testing via pcr test method and the result was negative. The customer stated the staff member tested was asymptomatic. This test is not intended for use on asymptomatic patients and was therefore used off label. The patient was sent home to self quarantine. (B)(4).